Manufacturer narrative:
Model number: 72404127, lot number: 1000144217, model description: control pump fgs iz. Model number: 72400024, lot number: 1000167316, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted approximately 6 months earlier because the "cuff eroded." A new aus device consisting of a 5.5 cm cuff placed transcorporal, a 61-70 cm h2o balloon and a pump, was later implanted on (B)(6) 2019. Additional information received states the erosion at the urethra was diagnosed via cystoscopy. The patient was recovering following the surgery.